Event description:
Cozmo insulin pump manufactured and required replacement 2 times. Reportedly was not delivering insulin appropriately, would power down on its own. Mother has noted power down occurring on most current pump. Each has resulted in bizarre blood sugars to include very low bg.